Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (small diameter of vessels). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (small diameter of vessels).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm approximately two months ago. The vessel morphology was reported as there was a small (19 mm) in diameter distal aorta. The stent grafts were implanted with the iliac limbs crossed. The patient presented emergently with lower leg pain. The CT revealed that the iliac stent grafts were occluded by a combination of blood clotting and compression of the iliac stent graft at the crossing location resulting in limited blood flow. The physician elected to treat the patient with implanting two bare metal balloon expandable stents bilaterally within the bifurcate stent graft ipsilateral limb and the contralateral limb. There was no apparent kinking, but there was some circumferential compression. The blood flow was restored. No clinical sequelae were reported and the patient is fine.